Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic gastric hemostasis procedure for treatment. The clinician stated that the resolution clip device would not advance out of the sheath. The clinician had used another device prior to this one, but with the same results. The pt did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device. Please note associated medwatch reports 6000048-2006-00383 & 6000048-2006-00385.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.